Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that patient's blood glucose level rose to greater than 250 mg/dl because insulin was leaking in duration of wear between 1 and 4 hours. The patient could smell and feel the insulin leaking. The patient went to ER on (B)(6) 2026, for medical attention with symptoms of ketones with vomiting, and sickness. As treatment, the patient received intravenous fluids. The patient was discharged on the same day. There were no further information available and multiple good-faith efforts to obtain additional event details were unsuccessful.